Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip malformed and dropped from the jaw. There was no consequence to the pt.

Manufacturer narrative:
D5,6:h4: info unavailable. H6: code 400(other): yeilded jaws. Results of eval: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.